Manufacturer narrative:
This part is not approved for use in the us. However, alike device with part# 55840017550, 510k# k113174 and upn (B)(4) is approved for use. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery levels implant: l1-s2 revision surgery procedure used: transforaminal lumbar interbody fusion (tlif);l1-2l2-3l3-4 posterior lumbar interbody fusion (plif);l4-5 revision surgery pre-op diagnosis: loosening at l1 it was reported that during revision surgery, an extension was performed upward as loosening occurred at l1. The existing screw and rod remained, and connection was performed with the connector. No patient complications were reported as a result of the event.

Manufacturer narrative:
Pre- revision and post revision x-rays for extension of a lumbar-pelvic fixation to a thoraco-pelvic fixation are provided. The reason for the revision is unknown, but it is noted that there was loosening of the top screw in the original construct. Fusion as status is unknown, initial surgery was (B)(6) 2017 and there is a paucity of bone present in the l1-2 interbody space. It is not clear if there was an interbody device used at the initial surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.